Manufacturer narrative:
Based on the claim against the product by the customer noting, resistance on arm 3. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse), was dispatched to the customer site to further investigate the reported event. The isi, fse was able to reproduce the reported issue. The universal surgical manipulator (usm)3 experienced resistance, during insertion while usm is fully pitched. The isi, fse removed and replaced usm per procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have an error 319. The usm was tested on the in-house system in normal mode where it failed, for fluid intrusion on spar. The usm was tested on a pftp where it failed, insertion direction test with a 307 error. A gold axes controller spar button board 3 (acsb), printed circuit assembly (pca), was installed, and the error went away passing all tests. The original acsb3 pca was re-installed, and the error came back. The instrument clutch switch assembly and spar rocker switch assembly will be replaced as a fix to the reported problem. The complaint regarding resistance on usm 3 was confirmed, based on the field evaluation/failure analysis. Which indicates, that the device did contribute to the customer-reported issue. This complaint is considered a reportable event, due to the following conclusion: a universal surgical manipulator (usm), was disabled after the start of the procedure. And the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted, and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted sleeve gastrectomy surgical procedure. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse), and reported resistance on universal surgical manipulator 3 (usm) instrument, insertion with vessel sealer and other instruments. The customer undocked usm 3, and inserted axis 3 with no issue. The customer installed, a cannula on usm 3 midair not docked to the patient. And installed the vessel sealer and was able to insert the instrument. The customer was in the process of changing out the cannula, to try the other cannula when we hung up the phone. The customer was concerned if there is an issue with usm 3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco), and obtained the following additional information: the system was undocked and completed the case laparoscopically. There was a procedure delay of 35 minutes. The procedure was converted, because of the usm 3 issue. The port size incision was not increased, and additional ports were not added during laparoscopic surgery. There was no injury /harm to the patient during and after laparoscopic surgery.